Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with verbatim: bd alaris pump infusion set ref: 2465-0007 lot: (10)23085144. Clinical reported that the tubing noticed to be broken with hole. The tubing was not able to be sequestered. According to the pharmacy- the dose with cracked line has already been placed in a chemotherapy waste bin. We needed to dispose of it as it would be harmful in the event of any employee exposure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
DHR review: no product or photo was returned by the customer. The customer complaint that the tubing had a hole in it that caused a chemo leak could not be verified due to the product not being returned for failure investigation. Device history record review for model 2465-0007 lot number 23085144 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.